Manufacturer narrative:
This report is submitted september 20, 2019.

Manufacturer narrative:
This report is submitted on august 30, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with another manufacturer's device during the same surgery.